Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device check. The pulse generator could not be interrogated and exhibited a telemetry anomaly. No intervention was reported and the patient would be monitored.